Manufacturer narrative:
One medfusion pump was received with the top case front corner chipped. The event history log was reviewed and there was a motor rate error. A flow test was conducted and the reported issue was able to be duplicated. The light shield was broken off and touching the worm gear making the grinding noise during operation. It was determined that the customer broke off the light shield while disassembling or reassembling the device. The light shield will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's motor was grinding. There was no patient involvement.